Event description:
Information was received that reported a patient had been hospitalized in 2006 due to diabetic ketoacidosis. It was reported that at 0300 the patient had a blood glucose of +400 for which a correction bolus was given. At 0700 the patient had a blood glucose of 339. At 0900 the patient began vomiting and had a blood glucose of 500 and was transported to the ER where they had a blood glucose of 515; there were admitted and placed on an insulin drip. There is some may have contributed to the dka. The device will be returned for evaluation, to ensure that is functioning correctly and did not contribute to the reported incidence.